Event description:
Boston scientific received information that the device delivered six inappropriate episodes of tachycardia therapy. The device was programmed in a three zone configuration and the patient had an supra ventricular tachycardia that was detected in the vt1 zone and excelerated into the vt zone. Discriminators were on in the vt zone. When programmed with a monitor only vt-1 zone in a three zone configuration, the device does not always allow programmed detection enhancements to inhibit therapy for a rhythm for which the detection enhancements should not allow the device to treat, and therapy is provided. This occurs when the device enters redetection after a no-therapy attempt in the monitor only zone and the heart rate accelerates into the vt zone. Detection enhancements are not applied in redetection. No adverse patient effects were reported. Technical services discussed programming options with the sales representative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.